Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: each sizer is supplied sterile in a sealed, double package. Sterility of the sizer is maintained only if the packages, including the package seals, are intact. Do not use the product if the packages or seals have been damaged. Do not use damaged or contaminated re-sterilizable sizers.

Event description:
Healthcare professional reported that a resterilizable breast implant sizer "tore as it was being inserted through a 4 cm incision." Additional details provided as "only the shell outside the patient broke. The free silicone touched the outside of the patient only. The part of the sizer in the patient was intact and promptly removed." It is unknown if surgery was completed with a backup device.